Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedure, the tip of an healicoil knotless anchor broke off when pulling through 4 tapes. Surgery was resumed without any delay, with a back-up device. No other patient complications were reported.

Manufacturer narrative:
E1 facility name and address provided. Foreign postal code: (B)(6). H3, h6 results of investigation: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the material found there are requirements for conformance and a certificate of material analysis is required. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: this case reports the breakage of the healicoil anchor tip and it is unknown if the broken tip was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an unknown procedure, the tip of an healicoil knotless anchor broke off when pulling through 4 tapes. Surgery was resumed with a back-up device with non-surgical delay. No patient complications were reported.

Manufacturer narrative:
Correction in h6 (health effect - impact code).